Event description:
It was reported that blood leak was found at y site when flushing. Patient status/ intervention: change new needle.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfuf019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood leak was found at y site when flushing. Patient status/ intervention: change new needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub leak is confirmed but the exact cause remains unknown. One photo of a safestep device was provided for evaluation. The infusion set appears to be within patient use. Blood appears to be leaking from the blue valve at the y-site location. No apparent damage on the components is visible. Based on the information provided, possible contributing factors include over-pressurization and valve damage. Since evidence of a potential leak was observed, the complaint is confirmed but the exact causes could not be determined. H3 other text : evaluation findings are in section h.11.